Manufacturer narrative:
The customer's spouse states that she was not sure however; it was listed as diabetes related. The spouse also stated that when the customer first went into the hospital the blood glucose was in the 600's mg/dl.

Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump was unable to perform data analysis due to no pump history available on history download. No data was available due to insulin pump being received without battery in the battery tube.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was a heart attack. The caller stated that the customer had a surgery, which led to the customer's death. The customer's blood glucose, at the time of death, was 130 mg/dl. The last recorded blood glucose value was 600 mg/dl, on (B)(6) 2015. The customer was not wearing the insulin pump at the time of death; it had been disconnected for five days, because of the heart surgery. The customer was not using sensors and was not wearing one at the time of death. The caller agreed returning the insulin pump for analysis. The caller noted that the insulin pump has been without a battery because it had to be taken out while the customer was in the hospital.